Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there is debris in the sample after processing."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) with the incident lot was not observed. Photos provided were from aliquoted samples and did not show the bd sst tube. Additionally, (B)(4) retention samples from bd inventory were visually inspected for fm. No issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there is debris in the sample after processing."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2173181. Medical device expiration date: 2023-06-30. Device manufacture date: 2022-06-22. Medical device lot #: 2209924. Medical device expiration date: 2023-07-31. Device manufacture date: 2022-07-28. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.